Manufacturer narrative:
Identification #: (B)(4). D4: device was manufactured in 2009 and was not subject to UDI requirements and removed UDI info in d4. H3: the suspect device was not returned to vyaire medical for evaluation; therefore, a definitive root cause couldn't be determined. We performed 3 gfes to determine the status of the device but did not receive any response from the customer. This complaint will be closed with no further action required. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the device displayed a hw fault while in use in MRI on a patient. Device stopped ventilating. No patient harm reported. Biomed found fan fault and xdcr fault entries in event trace.

Manufacturer narrative:
The customer's report was confirmed during event trace review but could not be duplicated during functional testing. The patient was on the device while an MRI device was in use. Mir is emtting electromagnetic radiation that can disrupt/damage electronics when in close proximity. This report has been attributed to the device being used incorrectly. The fan and flow valve assembly were replaced and disposed of as a precaution. G1: contact information was updated.